Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the right coronary artery. A 3.50 x 20 synergy drug-eluting stent was deployed to treat the lesion. However, during deployment, a distal edge dissection was noted. The physician completed the procedure by covering the dissection with a 3 x 28 promus premier. No further patient complications were reported and the patient's status was stable.